Manufacturer narrative:
Tab not completed. No malfunction. MDR filed due to keyword ¿fire¿ present in complaint. This is a case of vandalism.

Event description:
Dealer is stating that some kids set the wheel chair on fire. No fault of the product caused the fire.